Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used mallet during trailing and broke the peg/spring and cracked the shim. Small crack from one of the holes to outer edge. Did not break into two pieces. It wasn't noticed until the trial construct was removed. All pieces were removed from patient. No delay in surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.